Manufacturer narrative:
Device passed self test however, constant pump error 38 alarms noted during rewind due to corroded motor home switch. Unable to perform displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test or verify pump error 43 alarms due to pump error 38 alarms. Device tested outside the device and received pump error 38 at rewind. No cosmetic damage noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump showed pump error leading to the insulin delivery being stopped. Customer reported they were unable to rewind insulin pump after multiple attempts. No harm requiring medical intervention was reported. Replacement pump has been sent. Insulin pump was returned for analysis.